Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that the end user dropped the endoscope cracking the lens. The product was changed out. There was no delay in beginning or continuing the surgical procedure. There was no blood loss. The surgery was completed successfully.